Event description:
It was reported to philips that the allura device was down. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified an issue with the flexvision pc and the hard drives. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was hard down and would not come up. A review of the system log file showed that a flexvision pc was not communicating with the host pc. Upon functional testing, fse found a malfunctioning flexvision pc. After the replacement of the flexvision pc and hard drive, the system was returned to use in good working order. These codes were updated based on investigation outcome.